Manufacturer narrative:
Section h10: additional information: review of the device history records, including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2020.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient expired due to sepsis on (B)(6) 2020. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.